Manufacturer narrative:
Concomitant products: 429688 lead, implanted: (B)(6) 2013; c4tr01 ipg, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt a pulsing sensation. A lead alert had triggered and polarity switch occurred due to high impedance on the right ventricular (rv) lead. In addition, lead noise, short ventricle-ventricle intervals, and non-sustained ventricular tachycardia were exhibited. Reprogramming was performed, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported there was an increased impedance on the rv lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the pacing capture threshold in the rv (right ventricle) was elevated, and oversensing due to non-physiologic signals/sic (sensing integrity counter) was observed. The analyst noted oversensing/noise observed on egms, the rv impedance was steady near 500 ohms until (B)(6) 2016, when it became variable and high, and the rv bipolar lead impedance warning triggered on (B)(6) 2016. Additionally, the rv unipolar lead impedance warning triggered on (B)(6) 2016 and the rv capture threshold was steady near 0.6 volts until (B)(6) 2016, when it increased to 1.1 volts.

Event description:
It was further reported that the patient was not feeling well and more reprogramming was performed to eliminate some oversensing until the lead replacement. The right ventricular (rv) lead also exhibited high thresholds along with non-capture. There was oversensing and noise noted on some episodes. A fracture was confirmed and the lead was explanted and replaced. The patient is a participant in the product surveillance registry study.